Event description:
The device was used during a breast biopsy procedure. Reportedly, the suture broke. The surgeon was able to complete the procedure with the suture. The hospital has reported no pt injury occurred.